Manufacturer narrative:
Date of event: please note that this date is based off the date of publication of the article as the actual event date was not provided. Please note that this device was used in an off-label manner as it was implanted for epilepsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kim, h.y., hur, y.j., kim, h.d., park, k.m., kim, s.e., hwang, t.g. Modification of electrophysiological activity pattern after anterior thalamic deep brain stimulation for intractable epilepsy: report of 3 cases. Journal of neurosurgery. 2016:1-8. Doi: 10.3171/2016.6.jns152958. Summary: thalamic stimulation can provoke electroencephalography (eeg) synchronization or desynchronization, which can help to reduce the occurrence of seizures in intractable epilepsy, though the underlying mechanism is not fully understood. Therefore, the authors investigated changes in eeg electrical activity to better understand the seizure reducing effects of deep brain stimulation (dbs) in patients with intractable epilepsy. Reported events: one (B)(6) female patient underwent anterior thalamic nucleus (atn) deep brain stimulation (dbs) for treatment of epilepsy with tonic drop attacks and generalized tonic-clonic seizures. Stimulation was started six weeks after surgery. Improvement in the frequency of seizures was gradual and continuous. Although the patient did experience seizures several times a month with diurnal variations after surgery, she rarely experienced drop attacks. It was noted that the patient experienced a 70.5% reduction in seizure frequency after surgery. It was noted, however, that continuous stimulation with beta-band frequency exacerbated the patient¿s seizure frequency. The balance among interneurons that maintains their normal ability to control seizure activity may be reduced because of continuous stimulation. The following device specifics were provided: lead model 3387; implantable neurostimulator soletra model 7426.

Manufacturer narrative:
. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.